Event description:
Fill volume: unknown, flow rate: 5 ml/hr, procedure: unk, cathplace: unk. This is report 2 of 4; please reference: 2026095-2014-00203/(B)(4), 2026095-2014-00236/(B)(4), and 2026095-2014-00237/(B)(4). Pump 1 of 3. It was reported that 3 pumps were expected to finish infusion in 46 hours, but exceeded the estimated time by 15%. It was reported that each pump finished 7 hours before their expected time. There were no reports of patient injury or medical intervention.

Manufacturer narrative:
Method: an unused device with the same lot number was received for an evaluation and investigation. A review of the device history records (DHR) was conducted for the lot number reported. Results: at this time testing is in progress, once the investigation is completed the results will be provided. Per the DHR there were no reworks, special conditions, or related non conformance reports (ncr) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: the investigation and evaluation are ongoing, once completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.